Event description:
Additional information was received that the neurologist's office does not have information as to why the patient never received a replacement surgery. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the vns patient¿s device was ¿not functioning.¿ the patient had not been seen since 2012 and is not pursuing replacement surgery. A battery life calculation using the available programming history showed approximately 0.7 years remaining. Attempts for additional relevant information have been unsuccessful to date.